Event description:
Vincristine came from the pharmacy attached to bifuse tubing. Tubing connected to patient and began pushing vincristine syringe and vincristine sprayed out of split in tubing. Vincristine not directly on patient or nurses skin. Patient's sweater removed. The dosage in the syringe was 1.4mg. This is an error that reached the patient and required monitoring or intervention to confirm that it resulted in no patient harm. Syringe is not available. We believe it was discarded. I was also not able to find any product identifiers. I went into the patient's chart and there was no additional information indicated.